Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The used valve was returned with delivery system. The delivery system was inserted through the sheath with full loader assembly. The crimped valve was partially located onto the proximal of inflation balloon. The returned devices were visually inspected for any abnormalities and the following observations were made:  two (2) struts were bent outward approximately 90 degrees at inflow. Multiple struts exposed through the skirt since the valve was crimped and used. Observed gouges on flex tip. Post-expanded valve: all the struts remained exposed through the skirt since the valve was crimped and used. Two (2) struts remained bent outward at the inflow. The leaflets were wrinkles and dehydrated due to the storage condition (prolonged crimping) during the return handling process. Frame was distorted/canted. No other abnormalities on valve. Imagery was provided by the complaint site and the following observations were made:  observed two (2) struts bent outward at the inflow. The struts were initially bent outward approximately 135 degrees upon exited the sheath. The bend angle reduced to approximately 90 degrees after the valve was retrieved back into the sheath. Patient had a calcified and tortuous access vessel. No functional or dimensional testing was able to be performed due to device return condition (frame distorted/canted). A device history review (DHR) was performed and work orders did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other complaints related to the reported event. A review of returned complaint history from (B)(6) 2019 to (B)(6) 2020 revealed other returned complaints for sapien 3 ultra valve with similar complaint code (all sizes). The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. A review of complaint history for the month of (B)(6) 2020 revealed that the occurrence rate did not exceed the control limit for the  trend category. Instructions for use (IFU), device preparation manual, and supplement procedural training manual were reviewed for instructions relating to the complaint. Precautions  safety and effectiveness have not been established for patients with the following characteristics/comorbidities: access characteristics that would preclude safe placement of the edwards sheath, such as severe obstructive calcification or severe tortuosity. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion  in expectation of high friction, use short movements and push delivery system closer to sheath hub  note: in expectation of high friction, use short movements push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged  if damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace.  If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system.  If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace do not over-manipulate the sheath at any time. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The reported event was confirmed based on the visual inspection of the returned device and provided imagery. No manufacturing nonconformances were identified during evaluation. A review of DHR, lot history, complaint history and manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿there was higher than normal force for small section when advancing valve through sheath on the right side. Once valve exited sheath bent tine was noticed¿. Per imagery review, tortuosity and calcification can be seen in the right access vessel. The presence of tortuosity and calcification could create a challenging pathway for delivery system insertion through the sheath and lead to resistance and high push force. This can be evidenced by the gouges seen on the flex tip. Additionally, a puncture was observed near the distal end of the sheath. This indicates that the valve struts were likely caught onto the sheath during the advancement of delivery system and lead to resistance. The subsequent push force to overcome the resistance may have caused damage to the valve and sheath. As such, available information suggests that patient factors (access vessel calcification/ tortuosity) and/or procedural factors (excessive device maneuvering during delivery system advancement through sheath) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A  corrective/preventative action investigation (CAPA) has been initiated to capture further investigation and corrective/ preventative action activities related to the high resistance during delivery system insertion, and valve frame damaged for s3u commander delivery system configuration. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. However, per management discretion, a pra has been initiated to assess patient risks associated with valve frame damaged during use for s3u with the commander delivery system and esheath configuration.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-12346 and 2015691-2020-12347.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  UDI: (B)(4). The devices were returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 26mm sapien 3 ultra valve in the native aortic position via 26mm commander delivery system and 14f esheath, there was higher than normal force when advancing the commander deliver system with crimped valve through the sheath on the right groin. Once the valve exited the sheath, a bent valve strut was noticed. The valve was withdrawn into the tip of the sheath and the devices were remove as one unit. A new 26mm sapien 3 ultra valve, 26mm commander delivery system and 14f esheath were opened and prepped. The valve was deployed with good results. A cutdown was performed for the closure due to concern that there may be vessel damage. An endarterectomy was performed due to plaque however, a dissection was observed and assumed to be from the first esheath.  No intervention for the dissection was required as there was good flow.  Last known status of the patient was that they were hemodynamically stable and in good condition. The devices were returned for evaluation.  The following were observed on the returned sheath: a liner tear, liner strand and a sheath shaft puncture. It was also observed on the 26mm sapien 3 ultra valve,  there were 2 inflow struts bent outwards.